Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient tried taking the paper off the adhesive and having the site pull out of the applicator on (B)(6) 2026. No further information available.